Event description:
It was reported, following an MRI, the device was in back up mode. It was noted the device had not been programmed into MRI mode prior to the patient undergoing an MRI. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The reported event of bvvi following off label MRI use was resolved with troubleshooting steps provided by technical support. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.